Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple intermittent alarm occlusions. In addition, it was reported that the customer was not receiving insulin at night. Customer stated they are in contact with their endocrinologist, and are adjusting pump settings. Furthermore, customer reported that they had a leaking cartridge. Customer declined to perform troubleshooting with tandem technical support, and did not provide any additional information on the reported issues. There was no reported impact to customer's blood glucose level.